Event description:
User reported several samples for free t4 that had to be corrected. All samples were run and repeated the same day. See scanned table. No info provided to determine if results were use to guide therapy. The field service rep determined there was a problem with the measuring cell. The instrument was repaired. Performance check tests were performed and within spec.